Manufacturer narrative:
(B)(4). Additional data/failure investigation. Field service tech investigation discovered physical item obstruction causing drawer failure.

Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt present.